Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The device also alarmed a hardware low level failure during self-test. The customer¿s blood glucose during the incident was 400 mg/dl and the customer treated with the pump. It is unknown whether auto mode was used at the time of the incident and it is unknown if sensors were in use at the time of the incident. The device will be returned for analysis.